Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had difficulty recharging their implantable neurostimulator (ins) because it was implanted too high and the patient could not reach or see the ins. The ins was replaced with a non-rechargeable ins. The indication for implant was chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.